Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional follow up: on what tissue type was the device used? At what location on the tissue? Device fired on the inferior mesenteric artery. Was it used on thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. During which stroke did the event occur? Firing of the device was fully completed without any problems. What color cartridge was being used? White. What other color cartridges were used before and after this event? N/a. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What was the outcome, leakage, bleeding or other please specify? There was bleeding from the staple line. If bleeding: is it possible that the patient¿s health history or anatomy contributed to the difficulties that were encountered? No. How much blood did the patient lost? Was a transfusion required? Transfusion of 2 units of blood was required. Was the patient taking any anticoagulants? If yes, specify prescribed medication. No. Does patient have a known coagulation disorder? No. Has the patient taken any steroids? No. What was the patient¿s pre-op hemoglobin and hematocrit? Surgeon didn¿t have this information. What was the patient¿s post operative hemoglobin and hematocrit? Surgeon didn¿t have this information. The surgeon was adamant that there was no issue with the firing of the device and the full firing was carried out without any problems. The leak was noticed before the patient went back to the ward. The surgeon mentioned that sometimes a patient¿s blood pressure can increase after a procedure and this increased pressure can cause the staple line to leak or ¿spurt¿. The surgeon is keen to try a grey cartridge which has a smaller closed staple height than white to see if this improves the haemostasis of the staple line.

Event description:
It was reported that the patient had a post-operative leak after a hemicolectomy procedure where the surgeon used the device to staple over the inferior mesenteric artery. The surgeon has alleged that the leak was a result of the staple line but we are going to find out more detail around this when we speak to the surgeon.